Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve was received with the holder still attached. The leaflets were predominantly in the closed, with a visible gap at the point of coaptation. All leaflets were visually intact. Multifocal, white particulates of unknown composition were present on the inflow surfaces of all leaflets. All stent posts and commissures were intact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this 23mm aortic bioprosthetic valve, it was reported that the physician noticed plaque formation on the valve leaflets. It was reported that the valve was stored on a sterile floor, in a locker behind the operating room and was under an air conditioner. It was stated that the temperature indicator was not activated. The valve was not used. No adverse patient effects were reported.